Event description:
It was reported to covidien on (B) (6) 2009 that a customer had a problem with a dialysis catheter. The customer reports a patient had to have the catheter removed and replaced due to cracking of the adapter.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded.